Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920-2021-00136.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920-2021-00136.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00620205222 item name shell porous with clusterholes 52 mm lot # 61262526. Item # 00625006525 item name bone scr 6.5x25 self-tap lot # 61213485. Item # 00631005032 item name liner 10 degree elevatedrim 32 mm i.d. For use with 50/52/54 mm o.d. Shells lot # 61241859. Item # 00784800200 item name modular neck k 12/14 necktaper use with +0 heads only lot # 60898611. The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021-01129.

Event description:
It was reported by patients legal counsel that the patient underwent a right hip revision procedure approximately 11 years post-implantation. Attempts have been made and additional information on the reported event is unavailable at this time.